Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rk3u, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the implant on the right side had come to the surface, was floating back and forth, and did damage in the back of her butt. It had to be revised. The doctor sutured it down, and it was still sore. The issue and revision occurred in (B)(6) 2015. Additional information received reported that the right side implant area was bruised and her body rejected the device and it had to be sutured down tighter. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what had led to the event, what actions were taken to address the event, and if it was resolved.